Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a crematory with no information. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately 3 months after the device system was implanted.

Manufacturer narrative:
Product event summary:the proximal segment of the lead was returned. Visual summary analysis of the lead was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The devices associated with this adverse outcome were returned from a crematory with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. (B)(4).